Event description:
It was reported the patient had coupling/communication issues. The patient had an appendectomy on (B)(6) 2012, prior to which, she could recharge the implantable neurostimulator (ins) without difficulty. The recharge screen was displayed, but zero coupling bars were shaded. It was unknown if the ins moved or flipped in the pocket. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3887, lot# j0222915v, implanted: (B)(6) 2002, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).